Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown concentration and dose) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/disease. It was reported that the catheter was replaced on (B)(6) 2018 due to kinking. The patient was filled on (B)(6) 2018 without issues. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who reported that it was first determined that the patient needed the catheter revision in (B)(6) 2018 on (B)(6) 2018. Prior to the catheter revision on (B)(6) 2018, the patient had a gradual increase in leg spasms bilaterally extending to the abdomen. The patient also had severe itching. During the catheter revision a new connecting catheter was connected because the catheter was disconnected. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.